Event description:
Patient allegedly received a gunther tulip inferior vena cava (ivc) filter implant on (B)(6) 2009 via the right common femoral vein due to prophylaxis for blood clot. Patient is alleging vena cava perforation. The patient is further alleging fear and physical limitations. Per a report from computed tomography (CT): "there is a gunther tulip type ivc filter within the inferior vena cava. The filter is oriented along the long axis of the ivc. The upper tip is located approximately 1.5 cm below the confluence of the ivc and left renal vein. The larger metallic struts project at the surface of the ivc wall and extend up to 5 mm in length outside of the ivc on the left side. There is no extension to the aorta, spine, or duodenum. No definite broken fragments are identified."

Manufacturer narrative:
Occupation: non-healthcare professional. Investigation: the reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: vena cava perforation, fear, and physical limitations. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported fear and physical limitations are directly related to the filter and unable to identify a corresponding failure mode at this point in time. A total of 10 devices were manufactured in the reported lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.